Event description:
It was reported the pt had a subcutaneous lead in her neck moved to give her more optimal stimulation. It was also reported the pt was programmed postoperatively, and optimal coverage was obtained. It was reported the date of this revision was (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.